Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing a sensation like hiccups and something was sitting on their diaphragm four days post-implant. Follow up revealed the left ventricular (lv) lead was reprogrammed to avoid diaphragmatic stimulation and remains in use. No further patient complications have been reported as a result of this event.